Event description:
It was reported that a vns pt developed worsening myoclonus due to unk reason. Current interventions were to replace the pt's generator as it was approaching end of service but had not met the condition as the physician believes the myoclonus events could be related to near end of service. Furthermore, good faith attempts to obtain additional info from the treating physician and product return have been unsuccessful to date.